Manufacturer narrative:
The insulin pump was received with corroded battery tube and detached end cap noted. Unable to perform displacement test due to detached end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 421 mg/dl and the pump had broken off bottom of the pump. Customer did not allege pump for under delivering. The device is expected to be returned for analysis.